Event description:
Reportedly, the lead was implanted on (B)(6) 2023. The implantation procedure was difficult, with noise noted and low impedance in bipolar configuration. The following day, during follow-up, significant noise was again observed and the impedance in bipolar was below 200 ohms and in unipolar at 350 ohms. On (B)(6) 2024, during the reintervention and by using the psa, noise and low impedance were still observed. The lead was replaced by another vega r58.

Manufacturer narrative:
Investigation summary: review of the quality documents indicated that the lead met all the requirements of the specification during inspections. As received, some damages were noted on the sealing ring of the connector; however, it is not possible to determine the moment they occurred. Electrical tests performed revealed an abnormally low impedance on the distal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). This malfunction is caused by detachment of the inner tube from the core tip on the distal side of the lead. The origin of the detached inner tube remains unknown and is subject to in-depth investigation. Actions to avoid recurrence of this kind of events are currently under implementation. Please find attached the investigation report.

Event description:
Reportedly, the lead was implanted on (B)(6) 2023. The implantation procedure was difficult, with noise noted and low impedance in bipolar configuration. The following day, during follow-up, significant noise was again observed and the impedance in bipolar was below 200 ohms and in unipolar at 350 ohms. On (B)(6) 2024, during the reintervention and by using the psa, noise and low impedance were still observed. The lead was replaced by another vega r58.